Manufacturer narrative:
This problem is subject to an ongoing recall. As part of the recall, replacement parts were shipped to the customer for this item, but the customer did not complete the replacement.

Event description:
It was reported that the client was being transferred off the toilet using the rifton tram. During the transfer the body support buckle released, and the client fell back onto the toilet. The client received a large bruise across her back, and a swollen hand.